Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient's mother that on (B)(6) 2021, her daughter experienced high blood glucose levels of 1232 mg/dl due to a bent cannula, which they tried to treat with multiple daily injection. The infusion set had been used for less than three days. Consequently, on the same day ((B)(6) 2021), she first went to the emergency room where her infusion set was removed, and it was noticed that the site was bent. Subsequently, she was admitted to the intensive care unit shortly after. During hospitalization, she was administered fluids of saline, insulin, and some unspecified medication intravenously (drug name unknown) as corrective treatment which resolved the issue. Moreover, she had no permanent damage but was currently in the hospital and expected to be released on (B)(6) 2021. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.